Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "high pressure alarm". It was reported that the patient did not feel comfortable removing cassette to further troubleshoot after ensuring tubing is not kinked and all clamps were open. However, fingertip pressure to port site did not resolve alarm. No patient injury reported.